Event description:
It was reported that the patient developed z-syndrome/ asymmetrical lens vault and glare post trulign iol implant. Change in lens orientation was noticed on (B)(6) 2013 exam. The lens was explanted on (B)(6) 2013 and replaced with a different model lens. The patient's current prognosis and treatment were indicated as post-op drops, good prognosis. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.